Event description:
While delivering the deltaplush(cpl-100256-30/g14016) in the microcatheter(details unknown); physician felt a severe resistance and the coil got stuck. It was unknown in what section of the microcatheter was the resistance felt. The coil was replaced with a new one (same size; lot# unknown); and he was able to deliver the coil to the target aneurysm with no resistance felt. It is unknown if the microcatheter was replaced with another one. Afterwards; while trying to use deltapaq (cdf100310-30/ g12087); the introducer sheath was torn when he slid it; and it became unable to peel away. The procedure was continued using another product (same size; lot# unknown). The coil was not clinically used in the patient. The procedure was completed with no further difficulties. There is no detailed information on how the procedure was completed. No patient injury was reported. Both coils will be returned for analysis. Failure analysis found that the deltaplush coil in the procedure (cpl-100256-30/g14016) exhibited kinking and compression damage.

Manufacturer narrative:
The microcatheter (name and size unknown) was not returned. Located on the top proximal end of the resheathing tool in the cutout, the v notch has been damaged. The damaged edge was been raised above the surface plane . The coil's socket ring has been pushed down inside the outer sheath. The coil has buckling and compression damage. Located off the ball tip halfway on the first secondary coil is kinking damage. Over all view of the oil. The coil was returned severely damaged. The evidence suggests that two contributing factors may have produce the complaint event. The most likely root cause of the coil becoming stuck inside the microcatheter was due to interference. It cannot be determined if this interference was of a fixed or detached nature. In addition, without the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A secondary contributing factor to the coils resistance and becoming stuck was when the sheath. Came in contract with the resheathing tool's v notch. This caused a binding action between the sheath and the device positioning unit (dpu) which could have produced severe coil damage. In this condition severe resistance, the coil becoming immobile, and severe coil damage may occur. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional d.s to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re-sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the inability to advance the coil. The other potential contributing factor is a possible interference in the microcatheter. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.